Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found that patient's pacemaker was not able to be interrogated through radio frequency (rf) telemetry. No intervention was done. There were no patient consequences.